Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non sustained right ventricular oversensing due to myopotential oversensing. No changes were made to the device. Patient condition was fine and monitoring will continue.